Event description:
A report was received that the patient could not feel stimulation and was having charging difficulties. The patient underwent a revision procedure wherein it was determined that the left lead came out of the battery port. The ipg and the leads were replaced. The physician suspected device malfunction. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that high impedances were detected when it was determined that the left lead came out of the battery port.

Event description:
A report was received that the patient could not feel stimulation and was having charging difficulties. The patient underwent a revision procedure wherein it was determined that the left lead came out of the battery port. The ipg and the leads were replaced. The physician suspected device malfunction. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.